Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the distal cover was insufficiently attached to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: chapter 4 ¿ (section 4.1) - detection. Operation manual: chapter 3 ¿ (section 3.5) ¿ prevention. This supplemental report includes a correction to b5, d8, and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal cover was found to be detached from the scope after the procedure was completed. Although the distal cover was observed to be missing, it is reportedly unknown if the device fell into the patient¿s body. However, the user stated that if the device fell inside the patient, it will be expelled by natural ejection. The procedure was completed as planned. The issue did not cause any complications, and the patient has since been discharged from the hospital without change.

Event description:
It was reported the duodenovideoscope distal end cover dropped out. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed using the same set of equipment. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.